Manufacturer narrative:
Conclusion: device investigation revealed that the stimulator electronics is not working according to specifications. The failure of the electronic circuitry was likely caused by humidity ingress at the housing's header assembly, which could be confirmed by residual gas analysis. In addition, one to two channels were left extra-cochlear at implantation surgery. The investigation findings appear to match the content of the patient report. Other mechanical damages found during investigation are attributable to the removal surgery. This is a combined initial and final report.

Event description:
It was reported that the user experienced intermittent issues with his hearing performance. The user has been reimplanted.